Manufacturer narrative:
Investigation results: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. The customer provided the lot # available from the stock as 24026388 and DHR has been performed for the same. A device history record review for material# my8060 and lot# 24026388 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 27feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd texium needle-free syringe was leaking the following information was received by the initial reporter with the following verbatim. I am writing to formally address a serious concern regarding the performance of the texium closed system tubing we have been using in our chemotherapy administration. We have experienced multiple occurrences of leakage from the tubing, which has not only compromised the integrity of our chemotherapy protocols but has also posed significant safety risks to our staff and patients. Specifically, we have documented four instances where leakage occurred during chemotherapy infusions, necessitating the activation of our hazardous materials team to clean contaminated areas. This process is not only disruptive but also increases the potential for exposure to hazardous substances, which is unacceptable in a clinical setting. Additionally, we encountered a critical incident where the texium adapter broke while a nurse was attempting to attach it to a patient's IV port. This situation not only delayed treatment but also put the patient at risk and caused considerable distress among our staff. For your review, I have attached a video documenting one of the leakage incidents, which further illustrates the gravity of this issue. Given the importance of safety in chemotherapy administration, we urge your immediate attention to this matter. We expect a thorough investigation into the quality control measures for the texium closed system tubing and a prompt response regarding how you intend to address these defects.